Event description:
It was reported that, an ilet pump displayed an unresponsive screen or touch interface, described by the user as the device being unable to wake and activate and remaining unresponsive to touch until connected to a charger, after which it resumed normal function. There were no adverse clinical effects reported, and the outcome was limited to a temporary impact on device usability. An investigation was initiated, including attempts to contact the user for additional information and a request for video evidence to further assess the device behavior. Review of the available information indicated a suspected intermittent user interface malfunction involving the touch or display assembly. The restoration of functionality upon connection to a power source was consistent with a transient device performance issue. Based on previously established findings for similar reports and the limited information available, the root cause could not be conclusively determined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.